Manufacturer narrative:
A partial lead with the connector portion measuring 8.1 cm and distal portion measuring 39.8 cm were returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
Related manufacturer reference number: 2017865-2021-22989. It was reported that loss of capture and low r-wave sensing amplitude were observed on the right ventricular (rv) lead. Right atrial (ra) lead was dislodged into the right ventricular chamber. The patient did not experience any issues. It was suspected that the lead issues were due to the left ventricular assist device (lvad) implantation which the patient received recently. The rv and ra leads were explanted and replaced. The patient¿s condition was stable.